Event description:
Drug/diluent: unk. Fill volume: na, flow rate: na, procedure: abdominal total hysterectomy, cathplace: abdomen. The physician reported when she was removing a catheter from the patient's abdomen, it came out partially and then stuck. The patient was returned to surgery to have the entire catheter removed under spinal anesthesia. The patient did not sustain any other injury related to this incident. The patient is recovering well. Additional info received from the risk manager on (B)(6) 2013. The hospital is retaining the catheter and it will not be returned. On (B)(6) 2013: the lot number of the catheter cannot be retrieved and not documented in the patient's record. Also it was documented in the patient's record. Also it was documented in the record that "the tip of the catheter was pretty stiff. The tip was bent over in a hook like fashion, probably caught in the tissue." The pathology report stated that the catheter was submitted in two pieces.

Manufacturer narrative:
Method: the catheter will not be returned to the MFR. The hospital has retained the sample. Results: as no lot number could be obtained, the device history record and lot history cannot be reviewed. Conclusions: according to the reported info the catheter may have been caught in the patient's tissue. It is unclear if the break was caused by improper placement or factors that may have caused resistance when removing the catheter. Without the sample an eval cannot be performed, therefore, no conclusion can be drawn. Directions for use (dfu) for on-q catheters and introducers include warning and cautions for catheter removal process. Warning: place catheter such that obstruction will not occur and catheter removal will not be impeded. Prior to final suturing, make sure catheter moves freely to ensure it's not caught in sutures. Assure that catheter is not in a vein or artery. Cautions: remove catheter as soon as infusion is complete to reduce risk of infection and difficulty removing catheter. If resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The patient's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed. Info from this incident will be included in our product complaint and MDR trend reporting system which is monitored and trended. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.